Event description:
It was stated that it ¿gives wrong accuracy.¿ the event date is unknown. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. The device was over delivering. It was determined that the expulsor was the root cause, the expulsor was too big. The expulsor was sanded down. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.